Event description:
Information received by medtronic indicated that the customer reported physical damage to the back of the insulin pump and exposed to moisture. Troubleshooting was performed and there was no damage to reservoir and infusion set. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan as per hcp instructions. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Unable to perform displacement test due to immediate seating during seating pump. The pump failed the self test due to appearance of pump error 63. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 (variable #: 3) during testing on 05/31/2023 at 09:32:02.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Also found a broken trace on pins # 6 sda and #1 vdd on the u1 chip at the keypad assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and cracked retainer. Prime/fill anomaly and rewind anomaly were confirmed during testing due to moisture damage on the motor home switch. Cosmetic damage was confirmed at the back of the pump. Exposure to moisture was confirmed found on pcba 1, pcba 2, motor, force sensor, battery tube, lithium backup battery, and keypad flex connecting cable. Retainer ring damage was confirmed during visual inspection. Pump error 63 was confirmed during testing due to broken traces on pins # 6 sda and #1 vdd on the u1 chip at the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.